Event description:
It was reported that the patient experienced inadequate pain relief and rib stimulation following an upgrade procedure. Reprogramming was attempted, however, unsuccessful. The patient underwent a revision procedure where the paddle lead was replaced and relocated to achieve better coverage. The patient was doing well postoperatively. The explanted lead was not returned as it was kept by the medical facility.